Event description:
It was reported that ¿over a year ago¿ the drug concentration in the pump was increased and it helped with pain but the patient had some fatiguing in the legs. The patient believed that the concentration was too high and the symptoms were attributed to drug effects. The healthcare professional (hcp) wished to bypass the bridge bolus ¿because the patient had a personal therapy manager (ptm) and the primary drug flow rate was not changing.¿ the bridge bolus was in progress at 8:54 am but was canceled at 9:02 am shortly after. The symptoms resolved when the dose was decreased from 5.0mg/ml to 2.5mg/ml. The patient recovered without permanent impairment. The pump was used to infuse fentanyl and bupivacaine. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n253792, implanted: (B)(6) 2011, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).